Event description:
Customer's friend reported the advantage system gave a blood glucose result of 113 mg/dl at a time when he was symptomatic of hypoglycemia. Customer was not treated based on the advantage result; paramedics were called. Paramedic's meter result 10 minutes later was 17 mg/dl. Paramedics treated with glucose IV. A request was made for the return of the system and a replacement was sent.